Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after orchidopexy surgery, burns occurred in a 9 months old infant after the baby returned to the patient room. Based on head operating room information the installation of rem polyhesive was in accordance with the factory instructions, and the indicator in unit force fx shows that the rem polyhesive has been installed properly. But when during operating procedure the patient was use warm blankets and metal plates placed behind the patient body.